Event description:
No death or serious injury occurred. Patient data can be incorrectly assigned to a different patient in gen6 when transferred from acuity using the gen6daemon. A breast patient was verified on acuity and the following sequence of events occurred: the medial field collimator angle appeared to be out of tolerance (114.8 degrees) although both eclipse and the treatment machines can apply this angle. To be able to image the patient the collimator angle was edited and the wedge removed to enable the correct field size to be applied. Once the images had been acquired the data was transferred via gen6 and the patient opened in vision in order to edit the field to the correct collimator angle, field size and wedge accessory. At this point it was noted that the image of the field that required editing had been replaced with an image of a pelvic field of a test phantom. This problem is currently associated with the gen 6 link version 7.8.2. It appears that it is possible that images, when transferred with patient parameters from acuity down to the varis vision gen 6 network, it can get associated with the wrong field (if there are multiple fields for a patient or even a test patient).